Event description:
Treatment of a large a-comm (anterior communicating) artery aneurysm. During the procedure, it was reported that the coil prematurely detached in the microcatheter as the physician was trying to reposition the loop in the aca (anterior cerebral artery). The coil was then pushed into the aneurysm as much as possible. A hyperform balloon was used in an attempt to pass the coil, but without success. A 3-d CT (computed tomography) was performed and the coil appeared to be against the wall and not occluding blood flow. It was reported that the patient experienced a stroke in the aca territory and became paralyzed on the left side.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pushwire was discarded and the implant coil was implanted in the patient.(B)(4).